Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was experiencing uncomfortable stimulation and urinary retention and was in the ER. The representative assumed that the issue started earlier in the day yesterday (B)(6) 2019). Over the phone (representative was not with the patient), it was determined that the ins was off. The patient was walked through turning the ins back on and the amplitude was lowered to 3.0 volts which was comfortable for them. Troubleshooting resolved the reported issue and it was confirmed that the representative had spoke to the attending physician in the ER about it. It was noted that the stimulation had become uncomfortable for the patient at 3.9 volts. It was also mentioned that the patient must have turned the ins off accidently at which point it brought on the urinary symptoms. There were no further complications reported or anticipated.